Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the post-procedure angiogram showed stenosis of the left femoral artery due to the perclose being pulled too tight. A percutaneous transluminal angioplasty (pta) was performed. No other adverse patient effects were reported. Pe (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).